Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 262 and 196 mg/dl. Tests were done within 10 minutes. Patient's codes do not match the meter to strips. Patient also cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.